Event description:
It was reported that x-rays showed the catheter may be out of intrathecal space. The managing healthcare provider sent the patient to another hcp for a pump replacement due to nearing eos (end of service) and to evaluate the catheter. The hcp that the patient was referred to immediately saw the catheter was fractured when opening the spine incision. The actions required as a result of the event included replacing the catheter. The location of the catheter issue was the distal segment. The product issue was resolved. The patient¿s dose was lowered to 100 mcg/day. The patient¿s status at the time of report was alive ¿ no injury. The patient was discharged after the catheter replacement surgery. Additional information received reported the date of onset of the event was ¿2010?¿ it was noted that the patient never had effect of intrathecal baclofen (itb). It was unknown if catheter segments were left in the intrathecal space. The patient recovered without permanent impairment. The pump was used to infuse gablofen (concentration 2000 mcg/ml, daily dose 550 mcg/day).

Manufacturer narrative:
Product ID: 8703w, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. (B)(4).